Event description:
Patient underwent a laparoscopic repair of recurrent incarcerated incisional hernia on august 29, 2005. At this time a 24 x 27 cm piece of kugel dual mesh was used for the repair. Since the surgery, the patient continued to complain of pain. CT scan was done and was suspicious for recurrence of the hernia. Patient was re-admitted for diagnostic laparoscopy with planned repair of recurrent hernia. During the procedure it was noted the edge of mesh had torn away and was lying along side of the defect. The surgeon was able to pull the previously placed mesh edge across to the fascia on the other side of the defect with no tension on the wound. Therefore, the decision was made to use this to help buttress a primary repair. The surgery continued, repair of the hernia completed and patient tolerated procedure well.